Manufacturer narrative:
Please note that the following sections of this report have been updated based on new information received. Complaint conclusion: after use of an exoseal device for vascular closure, the patient experienced discomfort at the indecision site and the exoseal was removed surgically. The patient had an exoseal plug deployed in a non-acute care outpatient facility. The patient was discharged post recovery. At an unknown time, the patient returned with complaints of leg discomfort at incision site and the physician believed that the plug may be limiting blood flow in the femoral artery. Therefore, the physician dissected down at the access/closure site and removed the exoseal pga plug. There were no signs of infection, inflammation or allergic reaction. Patient was discharged in stable condition. The product was not returned for evaluation. Without a lot number, a review of the manufacturing records could not be performed. Based on the limited information provided and without the product returned for evaluation, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
Physician closed groin with an exoseal vascular closure device last week. Physician informed the representative on (B)(6) 2013 that his colleague had to remove the exoseal plug from the patient. It is not clear if the exoseal plug was removed from the access site or from inside the artery. Further information will be provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Addendum: additional information was provided on (B)(6) 2013, the patient was closed with exoseal vascular in the non-acute care outpatient facility. Patient was discharged post recovery. Patient came back with leg discomfort at incision site and believed that the plug may be limiting blood flow in the femoral artery. Therefore, the physician dissected down at the access/closure site and removed the exoseal pga plug. There were no signs of infection, inflammation or allergic reaction. Patient was discharged and is doing great.